Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-2 anchor failed to deploy during the procedure. All suture and anchors were removed from the patient and a backup device was used to complete the procedure. There was a reported delay of approximately 1 minute with no patient impact.